Event description:
It was reported that during a lead replacement procedure, the first lead that was attempted had high thresholds. The lead electrodes were reconfigured in every conceivable way to try to obtain an appropriately low threshold but this was unsuccessful despite additional dissection to expose relatively adhesion free areas of the heart. Therefore, this lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.